Manufacturer narrative:
This report pertains to one of 2 devices that were implanted for this same patient. Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2006 and was injured without further explanation. Hospital and medical records have been requested, but not yet provided.

Event description:
Patient allegedly received an implant on (B)(6) 2006 via the right internal jugular vein due to left humeral fracture and risk for developing deep vein thrombosis (dvt) due to immobility; followed by a second tulip filter placed (B)(6) 2006 superiorly to the filter placed (B)(6) 2006. This file concerns the filter placed (B)(6) 2006. Patient is alleging device tilt, vena cava and organ perforation, small bowel perforation and gastrointestinal (gi) bleed. Patient notes and further alleges experiencing "in 2010, I suffered from a gi bleed, causing blood in stool and vomit which required inpatient treatment including blood transfusions. I cannot do the things I used to due to worrying about future complications with the filter. I have to take every thing I do very slowly. I suffer from severe fear and anxiety of future harm or death" as well as physical limitations. Per the (B)(6) 2019 CT abdomen without contrast: "findings: ivc filter: the upper tip of the ivc filter is located just above the level of the right renal vein which is the lower of the renal veins. The tip is below the left renal vein. Ivc filter is somewhat tilted with the superior aspect of the filter abutting the anterior wall of the ivc and the inferior aspect of the filter tilted posterior. The superior aspect of the filter are also somewhat tilted to the left. The 4 main limbs of the ivc filter extend out beyond the confines of the ivc by up to 8 mm with the posterior limb extending back posteriorly by approximately 8 mm, abutting the anterior margin of the psoas muscle. The anterior limb abuts the duodenum. The limb to the right abuts the right ureter. No stranding or fluid collections around the ivc. Ivc maintains a normal caliber".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. H-10: please see MDR number 1820334-2020-01970 which details the superiorly placed filter. Investigation: the following allegations have been investigated: organ (small bowel)-vena cava (vc) perforation, tilt, gastrointestinal (gi) bleed-hematemesis/blood in stool, hospitalization, blood transfusion, worry, fear, anxiety, physical limitations. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported gastrointestinal (gi) bleed-hematemesis/blood in stool, hospitalization, blood transfusion, worry, fear, anxiety, and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 10 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.